Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent gynecological surgical procedure on (B)(6) 2002 and mesh was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2020 due to mesh erosion and scar tissue. No additional information was provided.